Manufacturer narrative:
Updated a4- patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an MRI and bone density test done for an unrelated issue and had their ipg in MRI mode. However, the ipg turned on during the tests. It is currently unknown if the tests were done according to IFU.